Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to deploy as the deployment button could not be pressed, and the plug did not detach from the device after removal from the patient. When attempting to depress the button, it would not depress at all. The indicator window showed solid black at the time and displayed red during retraction. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. One exoseal vcd was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees. It was confirmed that the vessel diameter was =5 mm, and there were no significant calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There were no visible signs of damage to the device or packaging before use. The device was stored and prepared according to the instructions for use. The puncture site showed no visible calcium or plaque, and no vessel tortuosity was present. The target femoral site had not been previously closed within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window changed to solid black. The device is expected to be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) failed to deploy as the deployment button could not be pressed, and the plug did not detach from the device after removal from the patient. When attempting to depress the button, it would not depress at all. The indicator window showed solid black at the time and displayed red during retraction. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. One exoseal vcd was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees. It was confirmed that the vessel diameter was =5 mm, and there were no significant calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There were no visible signs of damage to the device or packaging before use. The device was stored and prepared according to the instructions for use. The puncture site showed no visible calcium or plaque, and no vessel tortuosity was present. The target femoral site had not been previously closed within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window changed to solid black. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer (csi) was returned partially inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white and red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.